Event description:
The user facility reported that a marker band had dislodged from a supera stent delivery catheter following a stent placement procedure. Reportedly: the physician encountered difficulty while advancing the stent delivery catheter through the valve of the guiding sheath; the physician loosened the valve and "the delivery catheter was inserted with ease"; following removal of the stent delivery catheter, the physician observed under fluoroscopy that there was a marker band "floating inside the sheath", and the detached marker band was successfully retrieved without difficulty using a snare device.

Manufacturer narrative:
(B)(4): cannot confirm without eval of the involved guiding sheaths. Results - is based upon eval of user facility info; based upon testing of reserve samples. Conclusions - based upon testing of reserve samples. The involved device was not returned for eval and neither the product code nor lot number is known, which significantly limits the investigation. Therefore, the investigation was based on eval of user facility info and representative reserve samples from random lots. Visual inspection of reserve samples did not reveal any abnormalities or defects and all samples passed functional testing. Although the cause cannot be definitively determined, there is no evidence that the reported marker bank separation was related to defect or malfunction of the sheath. Therefore, this report is being submitted as a precautionary measure. All available info has been placed on file in quality assurance for appropriate tracking, trending and f/u.